Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the video card was malfunctioning, once a known operational video card was installed, the computer functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: it was reported that the suspect navigation system was replaced with a different navigation system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Return requested. Replacement computer shipped to site 02/03/2017. No parts have been received by manufacturer for analysis. On 02/13/2017 a medtronic representative, following-up at the site, reported that after replacing the computer, the surgeon monitor, and external cable sequentially, the issue was not resolved and reoccurred. All original components were re-installed.

Event description:
A medtronic representative received a report from a site that while in a meded course, their navigation system computer and mouse became unresponsive. Attempts to re-start the navigation system did not resolve the issue. No further details regarding the behavior, or specifically at what step it occurred, were provided. There was no patient present when this issue was identified.